Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer's mother states that her son feels well and requires no medical attention. Customer's expected blood results are 80-140mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly. Customer performed back to back blood test, 236mg/dl and 261mg/dl fasting. Reviewed meter memory: 1:255mg/dl (B)(6) 2015 01:06:00 pm fasting:yes. 2:216mg/dl (B)(6) 2015 01:03:00 pm fasting:yes. 3:79 mg/dl (B)(6) 2015 09:41:00 am fasting:yes. 4:88 mg/dl (B)(6) 2015 04:20:00 am fasting:yes. 5:194mg/dl (B)(6) 2015 02:25:00 am fasting:yes. No adverse event reported.

Event description:
Consumer complaint of erratic blood results. Customer's mother states that her son feels well and requires no medical attention. Customer's expected blood results are 80-140mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly. Customer performed back to back blood test, 236mg/dl and 261 mg/dl fasting. Reviewed meter memory: 255mg/dl; 02/12/2015; 01:06:00 pm; fasting: yes, 216mg/dl; (B)(6) 2015; 01:03:00 pm; fasting: yes, 79mg/dl; (B)(6) 2015; 09:41:00 am; fasting: yes, 88mg/dl; (B)(6) 2015; 04:20:00 am; fasting: yes, 194mg/dl; (B)(6) 2015; 02:25:00 am; fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product under evaluation.